Event description:
It was reported a patient alert was triggered and that there was an apparent fracture of the ventricular lead. During lead replacement, the pocket was found to be red and possibly infected. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 5076-52 implantable pacing lead implanted: (B)(6) 2005.